Event description:
Reportedly, during testing, the display did not work showing a black screen. The distributor inspected the unit and found that the issue occurred due to a deflected touch screen sheet. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).